Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Parts fall off from the distal end and peeling of adhesive could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, and control section with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera cysto-nephro videoscope distal end degloving during preparation for use. During inspection and evaluation, the bending section cover missing. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following evaluation findings were found during device evaluation: scope connector valve leaking, bending section adhesive peeling, insertion tube scratch marks, light guide tube scratch marks, and video cable has coating peeling and a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.